Manufacturer narrative:
Evaluation of transmitted ECG and device performance info. Conclusions: the device properly detected, alarmed for, and treated ventricular tachycardia and fibrillation. The device was removed while the pt was still alive, the lifevest was not monitoring the pt's cardiac rhythm at the time of passing.

Event description:
A male pt was properly treated 5 times. The pt was alive at the time the lifevest was removed, but subsequently passed away.